Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 500 mg/dl. Customer's other blood glucose value was 489 mg/dl and 462 mg/dl. The customer stated that the insulin pump had motor error and the o delivery alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer was treated with bolus. The device was expected to be returned for analysis.